Event description:
It was reported that merlin.net transmission noted non-sustained lead noise due post-paced t-wave oversensing. Patient was asymptomatic. The oversensing was noted in the stored egm. The device was successfully reprogrammed with no further issues.